Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box data revealed related issues. The pump¿s display was functioning per specification. No damage was observed to the display lens or display. No defect or damage was observed to the pump¿s display circuit. Unrelated to the complaint a battery compartment crack was observed.